Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber perforation, the ccd module defect, and the light guide fiber bundle (lcb) disconnection. Based on the result, we concluded that it was caused due to the poor quality at the last repair. Correction information: g6: follow up #1. H6: coding changed based on the investigation result: medical device problem code, component code, investigation findings, and investigation conclusions. Additional information: h2: type of follow up. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
Patient identifier: we didn't get any information. Evaluation summary we received the defect and confirmed the image failure. Light guide fiber bundle disconnection, and bending rubber perforation. Replaced the bending rubber, the ccd module, and the light guide fiber bundle (lcb). This report is being filed as part of the pentax backlog management plan

Event description:
Image failure, ccd-filter becomes detached after bending rubber replacement.(the timing of occurrence is unknown.) No adverse events to the patient.